Event description:
According to the reporter: the entire spring and tacks fell out of the shaft. The items were removed from the patient's abdominal cavity. No injury to patient or severe consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4).